Manufacturer narrative:
This is an initial/final report. Date received by mfg indicates the day the returned product line was verified as a freestyle libre instead of a freestyle libre 2. Sensor (B)(4) has been returned and investigated. Visual inspection performed on the returned sensor patch, no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Performed visual inspection on sensor plug assembly, observed crack in sensor neck, which is indicative of an insertion failure. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving unspecified high readings on her adc freestyle libre sensor compared to unspecified readings obtained on an unspecified blood glucose meter. Customer reported experiencing unspecified symptoms of hypoglycemia and losing consciousness. Customer was taken to a hospital where she was treated with intravenous glucose. There was no report of death or permanent injury associated with this event.